Event description:
It was reported that during a transurethral needle ablation of the prostate, the needles on the device would not completely deploy or retract. The handle broke. The patient experienced heavy bleeding from the urethra and was catheterized. The procedure was not completed. The patient was set to be on a catheter for weeks. Further information is being requested from the hcp at this time.

Manufacturer narrative:
The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure (august 2008).